Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) female patient who had essure (batch no. A96180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included ex-smoker, sickle cell disease and haemoglobin decreased. Previously administered products included for an unreported indication: implanon from 2010 to (B)(6) 2012. Past adverse reactions to the above products included contraception with implanon. Concurrent conditions included sickle cell disease since 1983, kidney dysfunction since 1983, sickle cell anemia since 1983, vaginal discharge since 1983, allergic reaction to analgesics and penicillin allergy. Concomitant products included colestyramine (cholestyramine) from (B)(6) 2013 to (B)(6) 2013, cyanocobalamin from (B)(6) 2013 to (B)(6) 2013, dicycloverine (dicyclomine) from (B)(6) 2013 to (B)(6) 2013, docusate from (B)(6) 2013 to (B)(6) 2013, folic acid since (B)(6) 2013, hydrocodone bitartrate;paracetamol (norco) since 2008, hydrocodone from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, methadone since 2008, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2013 and tramadol from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In august 2013, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, vaginal infection and dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she tolerated the procedure well. 3 coils were visible protruding from the left tubal ostia and 2 coils were protruding from the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 34-year-old female patient who had essure (batch no. A96180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included ex-smoker, sickle cell disease and haemoglobin decreased. Previously administered products included for an unreported indication: implanon from 2010 to (B)(6) 2012. Past adverse reactions to the above products included contraception with implanon. Concurrent conditions included sickle cell disease since 1983, kidney dysfunction since 1983, sickle cell anemia since 1983, vaginal discharge since 1983, allergic reaction to analgesics and penicillin allergy. Concomitant products included colestyramine (cholestyramine) from (B)(6) 2013, cyanocobalamin from (B)(6) 2013, dicycloverine (dicyclomine) from (B)(6) 2013, docusate from (B)(6) 2013, folic acid since (B)(6) 2013, hydrocodone bitartrate; paracetamol (norco) since 2008, hydrocodone from (B)(6) 2013, medroxyprogesterone acetate (depo provera) from (B)(6) 2013, methadone since 2008, paracetamol (acetaminophen) from (B)(6) 2013 and tramadol from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection and dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she tolerated the procedure well. 3 coils were visible protruding from the left tubal ostia and 2 coils were protruding from the right lot number: a96180 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.